Event description:
For (B)(4), it was reported that 49 batteries were not operating correctly. For battery sn (B)(4), reported description was that the battery did not work even though it was fully charged. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, but the test data was provided. Based on the test date, this battery was not maintained properly. Battery maintenance program literature indicates that the battery is to be cycle tested at least once a month. Based on manufacture date of may 2009, this battery should have approximately had 40 test cycles; it has only had 24. Furthermore, battery maintenance program literature also indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufactured date (05/2009), this battery has aged past the end of its useful life. However, battery data showed a full charge after test cycle. Therefore, the experienced event may be attributed to not performing daily swaps and/or not fully charging the battery before deployment. No adverse event reported.